Manufacturer narrative:
Product event summary: the data files were returned and analyzed. Log files on the reported event day were returned from the field and were analyzed. Log files did not show any system errors. The adverse event is not recorded in log files. In conclusion, the reported clinical issue (pericardial effusion) was encountered during the case. The reported issue cannot be confirmed through data analysis. The physical product was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 10fcc13; product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a pulsed field ablation (pfa) procedure, the patient developed a pericardial effusion and began to decompensate in the post-operative recovery area. A pericardial tap was performed to remove the effusion around the heart. The patient was subsequently sent to the intensive care unit for continued care. The event led to an extended hospitalization and resulted in injury. The case was completed with pulsed field ablation, and the patient was reported to be progressing in recovery. No further patient complications have been reported as a result of this event.